Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported a loss of therapeutic effect. The patient was having to go to the bathroom really often and couldn't hold it. At 8.5v the patient was just barely feeling stimulation and while at their healthcare provider(hcp) yesterday the hcp was not able to change programs. It was reviewed that the ins is not capable of outputting more than 8.5v and that the ins can only have 4 programs set at a time. The family reported that the patient had been wearing a heart monitor this month and had some eeg testing done, the manufacturer reviewed that these would not be expected to have an impact on the device. The family also reported that the patient had been hospitalized in (B)(6) of 2016 for a seizure. The cause of the seizure is not known and there has not been a recurrence. The patient also had not been sleeping well. The patient plans to follow-up with their hcp and it was made known to the family that the hcp can request a manufacturer representative attend the appointment to assist with troubleshooting. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.